Event description:
It was reported that (B) (4) showed alerts for high pacing lead impedance and patient notifier delivery. Review of device trends showed that the pli had been gradually increasing since (B) (6) 2009. A chest x-ray was performed and showed no anomalies. The physician has opted to monitor the patient. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was capped.